Event description:
The rptr stated the surgeon inserted an aa4203tl silicone plate toric lens and the pt's pupil was too small. The lens was removed without any pt injury.

Manufacturer narrative:
No complaint against product.